Event description:
Complainant stated that while having an x-ray taken for an unrelated problem, the dr told pt that their hip implant was out of joint. They spoke to the dr who performed the implant and he told pt that if it was not causing them pain, they would leave it as is. He further stated that this problem was not due to anything he did, but to a manufactruing problem.